Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had screen was blank. The blood glucose at the time of the incident was 8.9 mmol/l. The device will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device passed self test and displacement test. Traces of corrosion were found at the electronic assembly. The device received with cracked case on the back at the battery tube area and battery tube threads.